Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported for the last two weeks when they attempted to recharge the screen would indicate to reposition the antenna. Shortly after seeing the reposition the antenna screen, the screen would revert back to the recharger charging screen. Even after the consumer repositioned the antenna and "everything" they were still unable to get a connection to recharge the implantable neurostimulator (ins) so they were unable to charge. Troubleshooting was performed and the antenna locate feature was used but instead of seeing the double headed arrow the consumer saw the 376 error code message. After the consumer got a new recharger antenna they met with the manufacturer's representative (rep) because they were still seeing the 376 error code and they were having problems recharging. It was further reported for about three weeks the programmer was unable to communicate with the implant. The rep. Further reported the clinician programmer showed the ins was discharged and the recharger kept showing it couldn't find the ins with the new antenna. It was noted the consumer had surgery and lost some weight, but it actually looked like the ins was in a better position now than before in regards to the recharger trying to find the ins. The rep. Reset the recharger but then it started beeping and the screen went blank. Another reset was performed but the unresponsive beeping and blank screen issue continued. No out of box failure was reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.